Event description:
It was reported that the customer experienced a malfunction with their pump. There was no adverse impact to the customer's blood glucose. The customer was advised to use the current pump as a backup therapy and was sent a replacement pump by technical support. The pump was put into storage mode, and arrangements were made for its return to tandem within 10 days using a pre-paid label.